Event description:
The first 2 implants broke on insertion. Surgery was delayed 45 minutes. The broken portions were retrieved. No adverse consequences were reported with the patient. This device is used for treatment.